Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 65-year-old female patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On october 07, 2025, novocure received a medical record indicating that during appointments on (B)(6) 2025, the patient reported experiencing skin irritation associated with the use of the optune gio device. During the (B)(6) 2025, visits, the patient was advised to use triamcinolone and hydroxyzine as needed. According to an email received from the prescribing physician on (B)(6) 2025, the patient did not require any treatment or hospitalization. In the physician's opinion, the event was likely related to optune gio. The patient continued therapy; however, it was temporarily placed on hold due to a recurrent resection performed on (B)(6) 2025.